Event description:
Caller reported that their tandem mobi pump would not turn on. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. After troubleshooting, the caller was able to resolve the issue by using a non-tandem wall adapter, charging cable, and charging pad. The pump began charging after being connected to a functional outlet for 30 minutes. Cts advised against using third-party charging supplies unless specifically instructed for troubleshooting. Replacement charging supplies were dispatched, and the customer resumed insulin therapy and restarted their cgm, with no further issues occurring.